Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was implanted after its use before date (ubd: (B)(6) 2013 and implanted on (B)(6) 2013).